Event description:
Attempts for additional information have been made; however, they have been unsuccessful. No additional information has been provided.

Event description:
At the (B)(6) on (B)(6) 2012, the physician mentioned that there was a case where the lead had not been connected properly at implant. Programming was performed on the device for over a year without diagnostics ever being performed. The physician stated that he was aware of the recommendation to perform diagnostic tests at all follow up visits. No additional information was provided. The patient and product information are not known at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.

Manufacturer narrative:
.